Event description:
Distributor reported a customer rec'd an error message and add'l icons on their locked freestyle meter. While assisting the customer, it was discovered the meter had become unlocked. This is an indication the device may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
F/u report will be submitted if the product is returned for eval. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.